Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device's image was dark. There were no reports of patient harm.

Event description:
It was reported the rigid video laparoscope image was dark. The issue occurred during preparation for use/ during an unknown therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer to (b5, h3, h4) and the legal manufacturer's final investigation results. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.